Event description:
When my internist informed me that my fasting glucose reading was very high at lab blood test. I was surprised as my readings, using my abbott lifestyle libre device has been consistently lower. I began to compare results using a finger stick and two different one-touch monitors with the libre device and the libre has given readings consistently lower by 30-50 points. The device is not working as intended. I contacted abbott and they told me that the issue may be with storage of the sensors, although I kept the sensors in a climate controlled environment and the MFR refused to review the chain of possession from the point of mfg. The rep offered to replace my sensor, telling me that he was doing for me a favor, and using the replacement sensor the readings are similarly incorrect. I can provide a spreadsheet showing comparison readings.